Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was checked. After meeting all release criteria the closure device was released from the core wire and successfully implanted in the laa of the patient. After several minutes it was noted that the closure device had embolized out of the laa. The patient was brought to have open heart surgery. During surgery the closure device was removed from the patient and the laa was excised. The patient remains in the intensive care unit under observation.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was checked. After meeting all release criteria the closure device was released from the core wire and successfully implanted in the laa of the patient. After several minutes it was noted that the closure device had embolized out of the laa. The patient was brought to have open heart surgery. During surgery the closure device was removed from the patient and the laa was excised. The patient remains in the intensive care unit under observation. It was further reported that the patient died.